Manufacturer narrative:
The actual complaint product was not returned for evaluation at the time this report was filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 27jun2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that by the nurse that the nurse the bristles from the toothbrush in the kits have come off in patients' mouths." Additional information was received on 19-jun-2017 that states, all the broken pieces were all retrieved. There was no patient injury and no medical intervention required. No additional information was provided.